Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Power tool evaluation was completed on this device. The customers complaint that the unit does not hold charge was confirmed. The device was evaluated and the complaint was substantiated. The jaws inside the coupling are most likely damaged from normal use over time. Note: the device evaluation results reported in the previous medwatch was completed based on in-correct part number; 05.001.201. The part number was updated to 05.001.202 and all evaluations were completed based on the correct part number. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Anspach complaint - sales consultant reported that when the power module is placed into the charger the red light comes on. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number cannot be verified as synthes lot number. The customers complaint that the unit does not hold charge was confirmed. The device was evaluated and the complaint was substantiated. The jaws inside the coupling are most likely damaged from normal use over time. Device is an instrument that is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4)